Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 525cc mentor memorygel breast implant prostheses and experienced left-sided breast cyst, location reaction, rupture, surgical intervention, and right-sided breast pain postoperatively. The diagnosis was confirmed based on physical examination. As a result, aspiration was performed on the left side to drain out fluid. The patient also experienced left-sided breast pain due to the local reaction. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. This report is for the right-sided prosthesis.

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: breast pain manufacturer¿s reference number: (B)(4).